Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the gauge broke. The stenosed target lesion was located in a moderately tortuous unspecified vessel. A 26 encore balloon catheter inflation device was used to inflate an unspecified balloon. During procedure, it was noted that the pressure atm does not go up due to gauge got broken. Procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The unit was visually inspected and there were no issues noted. The event description was not confirmed as functional testing did not note any issues with the complaint device. There were no functional issues noted with the gauge. The gauge accuracy test confirmed that the gauge was operating within its calibrated range. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the gauge broke. The stenosed target lesion was located in a moderately tortuous unspecified vessel. A 26 encore balloon catheter inflation device was used to inflate an unspecified balloon. During procedure, it was noted that the pressure atm does not go up due to gauge got broken. Procedure was completed with another of the same device. No patient complications were reported and patient's status is good.